Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the patient cassette was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The patient cassette is the main interface for distributing gas to and from the patient. The gas flow to the patient is controlled by the gas modules and the unidirectional valves in the patient cassette. The gas flow is controlled with regard to: selected breathing system, selected ventilation mode, breath cycle. The root cause of the reported issue has not been determined. The correction of field h4 device manufacture date was required. This is based on the internal evaluation. Previous manufacture date: 2/13/2019. Corrected manufacture date: 02/07/2019.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model # and d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200. D4 ¿ unique identifier (UDI). # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the anesthesia system had leakage issues during patient treatment. There was no patient harm. Manufacturer's reference number: (B)(4).